Event description:
Healthcare professional (hcp) reports one incident of a home hemodialysis pt experiencing a syncopal episode during treatment with the ca-hp 210 dialyzer. Pt was admitted to the hosp and was discharged later. Physician determined syncopal episode to be caused by hypovolemia. Fluid removal goal and rate were too aggressive. Pt has subsequently dialyzed on a dialyer from this same lot number without further incident.